Manufacturer narrative:
The field service engineer replaced the sample probe and the mixer since sample was not being mixed properly in the dilution vessel. Calibration and controls recovered normally. The investigation determined the issue is consistent with insufficient pre-analytic sample handling.

Manufacturer narrative:
The na electrode and k electrode lot numbers and expiration dates were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable ise results for an unspecified number of patient samples tested on the cobas 8000 ise 900 module. The operator doubted the ise results since many were outside of the reference range, so patient samples were repeated. Amended reports were issued for some patient results. The customer provided examples of four patient samples with discrepant na electrode results. Two of these samples also had discrepant k electrode results. The first sample initially resulted in a na value of 128 mmol/l and it repeated as 140 mmol/l. The second sample initially resulted in a na value of 126 mmol/l and it repeated as 141 mmol/l. This sample initially resulted in a k value of 4.4 mmol/l and it repeated as 4.9 mmol/l. The third sample initially resulted in a na value of 131 mmol/l and it repeated as 142 mmol/l. This sample initially resulted in a k value of 4.2 mmol/l and it repeated as 4.7 mmol/l. The fourth sample initially resulted in a na value of 128 mmol/l and it repeated as 140 mmol/l.